Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient (pt) experienced a lot of pain in the back of the legs after a neurostimulator program change was made to address issues with falling. Pt indicated that the settings were adjusted by a nurse practitioner to "program d," which reportedly caused pain. They thought their adaptor was too high and sought assistance to revert the settings to their previous configuration. Troubleshooting steps included guidance through connecting to the stimulator, performing a hard reset on the communicator, and restarting the handset. It was noted that during the connection process, no group displayed at the top and the box at the bottom only said revert, but did not list a group in the box. The amplitude on the left said 2.5 and on the right 2.1. Pt thought prior to the nurse changing settings they were at 1.4 and 1.7. Agent had pt hit revert option and it kept showing "searching for communicator" for an extended period of time. After resetting devices, amplitude showed the same. Upon reverting the settings pt reported reduced pressure in the legs, though there was tightness in the legs. The patient was advised to contact their doctor for further assistance.